Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that the pt implanted with this implantable cardioverter defibrillator (ICD) and transvenous lead underwent lumbar back surgery for osteomyelitis on their vertebrae. There was confirmed vegetation on their leads and it was thought that this pt might have a systemic infection. All products were removed from service. No further pt effects were reported. The representative was unsure if the hospital would return the products. Investigation is completed to date. Should additional info become available this event will be updated.